Event description:
It was reported that at the (B)(4) in (B)(6) 2013 there was only 1 lead placed to cover the pain in patient's legs because "the lead they tried to place for patient's middle and lower back pain caused shocking in patient's left side near her breast."

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, implanted: (B)(6) 2013, product type programmer, patient. (B)(4).